Event description:
It was reported that the console screen flickered then faded to black. A rotapro console was selected for use. During start up and during the procedure, the console screen flickered and faded to black. The procedure was completed with a 1.5 burr. The patient's status was okay post procedure.

Manufacturer narrative:
Device evaluated by MFR: the console was returned in over all good physical condition. The console was powered up. After 15 minutes, the screen started to flicker. After 1 plus hours, the screen went blank resulting in a white display. The printed circuit assembly (pca) main board had failed. The pca is part of the front housing assembly.

Event description:
It was reported that the console screen flickered then faded to black. A rotapro console was selected for use. During start up and during the procedure, the console screen flickered and faded to black. The procedure was completed with a 1.5 burr. The patient's status was okay post procedure.